Manufacturer narrative:
The customer reported that results from a patient sample processed on the engen laboratory automation system were associated with an incorrect sid (sample ID). The assignable cause of the event was determined to be user error. After the tube for a patient sample was placed into the centrifuge module load rack, the operator stopped the centrifuge module but did not remove all samples as instructed in the user documentation. Additionally, the operator started the centrifuge module and released the module lock but did not remove all samples prior to releasing the module lock as instructed in user documentation. The engen laboratory automation system correctly identified the sid mismatch by posting a cross check error message, as designed. Ortho guided the customer to the centrifuge module section of the tc automation operator manual. The customer reviewed this information, understood how the issue occurred and requested no further assistance. The engen laboratory automation system did not malfunction.

Event description:
The customer reported that results from a patient sample processed on the engen laboratory automation system were associated with an incorrect sid (sample ID). The association of test results with the wrong patient and mis-reported from the laboratory may lead to inappropriate physician action with the potential for serious injury or consequences to the patient. The mis-associated sample results were reported from the laboratory. However, repeat testing was later conducted and a corrected report issued. There was no allegation of actual patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc (ortho).complaint numbers (B)(4).